Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to customer¿s blood glucose level. Additional information was not received. The customer declined further follow up from tandem technical support.